Event description:
The facility reports the pt was being lifted from their bed to a wheel chair. Once the pt was raised off the bed, the spreader bar was tipped back to lower the head of the pt. The pt slid out of the sling onto the floor. The resident hit their head on the floor, suffering a hematoma to the back of the head and back pain compression.